Event description:
It was reported that when the ventilator was switched from external battery to wall power, the ventilator would go inop with an audible alarm. No pt harm reported.

Manufacturer narrative:
Na